Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. The first photo shows product label which is partially visible on the device packaging. The second photo shows product labelling information which does match and verifies with tw details. No other anomalies were identified. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guidance kidney biopsy procedure via normal density tissue using maxcore device. It was reported that the stylet and cannula could not be released from the prime position when fired. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.